Event description:
Infusion lumen became plugged up during use; lot number changed to match what actually was received.

Manufacturer narrative:
Customer report was confirmed. Influsion lumen was completely occluded with dry blood. Blood was evident inside y-connector and tip opening of influsion lumen. It is possible that inadequate flushing procedures were performed by end user.